Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were not working and did not sound when did audio test. Customer stated that numbers were ramping on their own. Customer stated that the scroll bar was moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Device passed the keypad voltage test. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. Device received with cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, missing end cap address label, cracked case at belt clip rail corner and scratched case.